Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found eyepiece damage. In addition, a cropped image due to misalignment of the objective lens was also found during the evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope, had a damaged eyepiece. The issue was found during inspection for use for a therapeutic procedure. The device was not used, and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged eyepiece could not be identified. However, it¿s likely the cause is related to user error, improper handling, and the application of excessive force. Olympus will continue to monitor field performance for this device.